Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient (45yo, female) was implanted with a vivo implant at c5-6 on (B)(6) 2024. Patient had ongoing pain and it was found that the implant had migrated anteriorly. Surgeon completed the removal on (B)(6) 2024 and fused the patient. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed implant will be evaluated following exponent's approved prodisc c device evaluation protocol. The report will be issued under pdcv-0026. Additionally, imaging was provided that showed the implant tilting to one side and migrating. The implant was removed due to implant migration, a reason for the migration is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
Patient (45yo, female) was implanted with a vivo implant at c5-6 on (B)(6) 2024. Patient had ongoing pain and it was found that the implant had migrated anteriorly. Surgeon completed the removal on (B)(6) 2024 and fused the patient.